Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 480 mm distal from the distal end of the strain relief. Multiple hypotube kinks along the full length of the catheter were also noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 29-may-2017. It was reported that difficulty removal of the stent protector was encountered. A 3.50 x 32 synergy¿ drug-eluting stent was selected for use. However, during preparation, the stent protector was difficult to remove. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.